Event description:
It was found through a periodic review of the programming history database that the device had system diagnostics performed in two different clinic visits shown below with results of high impedance. There was no note of the device being turned off. No surgical intervention has been reported to date. No additional relevant information has been received to date.